Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Customer experienced an elevated blood glucose (bg) level of 541 mg/dl and a 3.5 mmol/l ketone level. Healthcare provider considered the ketone level to be dangerous. Manual injections were administered to address bg/ketones. Troubleshooting was performed and the occlusion was found to be within the infusion set tubing. Subsequently, customer delivered a test bolus while the pump did not have the infusion set tubing attached and observed only 2.5 units of insulin being delivered instead of the 5 units programmed leading the customer to believe the issue was not with the infusion set tubing. During this event, the customer was using fiasp insulin within the pump supplies. Customer was informed by tandem technical support that fiasp was considered off label to be used with the pump. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.